Event description:
Laser was done os. Central subfoveal edema. Va os 20/20. The same parameters as described above. Set on titrate and no visible burns up to 1000. I cut the power to 500 and did peri foveal micropulse. She came back with complaints of a central ring around the center of her vision. On her last visit she had improvement of 20/40 but still has complaints. She has perifoveal laser burns. She still has central edema.